Manufacturer narrative:
The date of the event was not reported so the aware date was used. The implant date was approximated as it was reported this procedure was the 12 month follow.

Event description:
It was reported a thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. At the 12 month follow up, a transesophageal echocardiogram was performed. The images noted that there was a significant thrombus on the atrial facing side of the device. The physicians planned to restart the anticoagulation medication for this patient. The patient remained stable and there were no reported complications.